Event description:
It was reported that it just goes to interstim icon and at first didn't turn on. The reporter had some batteries in her fridge that are not the best and had changed them but doesn't think they are the best. Regarding what type of batteries they are, it was noted: hi watt. They tried another set of batteries and it resolved the issue and now they were getting a number. The patient had tried to hold her urine but it was not working. Regarding how long it had been that way, it was noted there will be days where the patient doesn't need to worry and then there are other days where it doesn't work and the patient gets aggravated. Last night it started and always has a thing (pad) under her. It was reviewed that the patient programmer was working as intended and the patient was feeling stimulation. The patient had been on all four programs at some point. Caller the patient was on program 1 at1.9v with lightning bolt. Regarding if the patient felt the stimulation, it was noted: no, not yet. It was adjusted up to 2.0v and the patient felt it. The patient felt during the increase and doesn't feel it now. Regarding if the patient had any falls, trauma,strains etc, it was noted: no. Patient's other program settings: program 2 at 1.8v, program 3 at 0.7v, program 4 at 0.8v and the program 1 current program was at 2.0 and the patient felt the stimulation in her toes. The patient's toes were not jumping but she was aware it was there. Regarding when was the last time the patient saw her managing hcp (healthcare provider), it was noted: a long time ago probably 6 months to a year ago and these things were not reviewed at that appointment. It was noted a lot of times the patient gets up in the morning and if she touches someone they jump. The patient didn't think it was static electricity and the people she touches get shocked. It was noted it wasn't going on now but it used to . All the patient had to do was touch someone and they jumped. The patient couldn' t go to where people put their money in (atm) and can't get next to them. The patient used to get shocked and now she wasn't getting anything. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v096935, implanted: (B)(6) 2009, product type: lead. (B)(4).